Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with labels lifting off the tubes. 2000 tubes had this issue. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found many tubes have label upwarp issue. Affect qty: 2000 ea.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes there was an issue with labels lifting off the tubes. (B)(4) tubes had this issue. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found many tubes have label upwarp issue. Affect qty: (B)(4) ea.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label information with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10